Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that a metal ring rotates inside the ri robotic drill attachment, which should normally be firmly anchored there. It is unknown when this event happened relative to the surgery. However, the procedure was completed, with a non-significant delay, using a smith and nephew back up device. No harm to patient reported.

Manufacturer narrative:
Additional info in: d, g, h results of investigation: the ri robotic drill attachment, (germany) rob10015, (B)(6) used for treatment was not returned for evaluation; thus a visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be established. Although the reported problem was not confirmed a factor that may have contributed to the reported symptom may have been associated with the bearing shaft lock nut became loose due to vibration. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
The ri robotic drill attachment, (germany) rob10015, (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The distal bearing has deteriorated and has rotated, prohibiting bur insertion. The most likely cause of this event is wear and tear degrading the distal bearing. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.